Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. An impedance check identified multiple disconnected electrodes. X-rays confirmed no evidence of lead migration. Reprogramming was performed but adequate pain relief could not be achieved. A revision procedure was performed, during which the lead was replaced.